Event description:
Reporter indicated that the patient was scheduled to have their device replaced, but for an unknown reason. Information was later found that the patient had having break-through gtc seizures, and the neurologist felt that the battery may need to be replaced. All attempts for further information have been unsuccessful to date.